Manufacturer narrative:
(B)(4). D6a: between nov 2011 and dec 2021. G2: foreign ¿ event occurred in australia. G2: journal reference: ramasamy, b., abrahams, j. M., bunting, a. C., et al. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient experienced acetabular loosening with cup migration and radiolucent lines. The patient remained asymptomatic and was not revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Radiographs were provided however were not further reviewed by a health care professional as the journal article provides sufficient dictation of findings and outcomes. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.